Event description:
The micro drill was sent in for eval because it was overheating during preparation for a procedure. There was no pt involvement; another device was used for the procedure. No adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion within the device was identified as the probable cause of the overheating reported.